Event description:
The hcp reported the catheter was "non functioning" and the patient was experiencing withdrawal. The catheter was explanted and replaced and returned to the MFR for analysis. A follow up report will be sent when additional info is received.